Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported hypoglycemia, no treatment was stated. The customer reported blood glucose value of 2.7 mmol/l. The event involved product(s) unk_ngp. Troubleshooting was not performed for low blood glucose (bgs)/over delivery. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. No product return is required for unk_ngp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: please see case-(B)(4) for the low blood glucose documentation after customer called back. Customer reported that they had a low blood glucose of 2.7mmol/l, while the sensor glucose was 7mmol/l. Customer tried to calibrate the sensor but it was not accepted. Per case-(B)(4), customer took some carbohydrates to treat the low. Customer was sick (had a cold) when she had the low. Troubleshooting was done. Pump was used within 48 hours of the low. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.